Event description:
It was reported the screen is black. Service disk used but ineffective. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the display was black because the programmer powered up to an error, as a result the main processing unit circuit board was replaced. It was also noted that the system fan and power supply fan were noisy. (B)(4).